Event description:
During post-dilation of the carotid stent the pt went into cardiac arrest. The pt was treated with atropine and chest compressions. The pt was also given neosynephrine to treat hypotension. The pt is a (B) (6) male who was enrolled in the (B) (6) study. The target lesion location was the left common carotid artery at the level of the bifurcation. There was an 80% stenosis found during a pre-procedure angiogram. Also during the angiogram, distal flow was checked. The angiogram demonstrated good filling intracranially to the left hemisphere with no cross-filling to the right hemisphere, but demonstrating a very small distal embolus, which was not totally occlusive in the distal angular artery. The embolus was felt to be too far distal for treatment and there was also some collateral flow to the area. It was noted that during catheterization of the left common carotid artery the pt suffered some mild speech deficit that cleared up within a few minutes of the end of the procedure. The pt was diagnosed with a stroke. The physician proceeded with treatment of the carotid artery stenosis. An angioguard distal protection device was deployed in the distal cervical internal carotid artery (ica). A precise stent was deployed in the left internal and common carotid artery at the level of the bifurcation. A 0.5 bolus of atropine was given to the pt. A 7x20m balloon was advanced across the stent to the area of stenosis and angioplasty was performed, once with partial opening of the stenosis and a brief pause. The pt's heart rate immediately restored and a second angioplasty was performed and opened the stenosis 100%. The pt however, went asystolic during this and the heart did not come back after deflation of the balloon. Chest compressions were started and the pt was bloused with another 0.5 atropine, after which the heart rate returned to normal rhythm. He was then given boluses of neosynephrine for hypotension. The distal protection device was removed and no debris was found in it during inspection. The stent was well placed and the procedure was successfully completed.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00112.